Event description:
During a restocking of a surgical kit, a piece of the sleeve was found to be broken off the instrument. There was no associated surgery or pt contact reported.

Manufacturer narrative:
Investigation is pending.